Event description:
False low total bhcg result was 0 miu/ml. The result was not reported out of the lab. The tech questioned the result and contacted the pt's nurse who questioned the result as well. The customer indicated that the sample was retested. The repeated tbhcg result for pt was 46 miu/ml.